Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231284657 was returned and analyzed. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester was used to perform the shorts and mapping tests and both showed passing results. The catheter was tested for shorts to braid using multimeter e-270 sn01 and none were found. The test capital system was used to perform a simulation test which concluded that pulse field ablations, radiofrequency ablations, and mapping were normal. In conclusion, the reported steam pop issue was not observed during testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the physician stated that a steam pop occurred and bubbles were visible on intracardiac echocardiography. Imaging was conducted and no effusion was reported, with blood pressure remaining stable. The patient was under general anesthesia and the case was completed with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the steam pop occurred radiofrequency (rf) ablation at the posterior-lateral mitral isthmus ablation, near the mitral valve.